Event description:
(B)(4). It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2011, the patient presented with chest pain radiating to both arms and was diagnosed with non st elevation myocardial infarction (nstemi). Cardiac catheterization was recommended. Subsequently coronary angiography and the index procedure were performed. The target lesion #1 was a de-novo lesion located in the proximal left anterior descending (lad) artery with 60% stenosis and was 12 mm long with a reference vessel diameter of 3.6 mm. The lesion was treated with direct stent placement of a 3.50 x 16 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion located in the proximal right coronary artery (rca)with 60% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.50 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2014, the patient presented due to complaints of chest pain associated with worsening symptoms of exertional angina. Cardiac catheterization was recommended. At the time of event, the patient was on aspirin and prasugrel, and the study drug was last taken in july 2013. Coronary angiography was performed and revealed 90% in-stent restenosis in the proximal lad, mild stenosis in the mid lad and 90-95% stenosis in the diagonal branch. The patient was referred for coronary angioplasty bypass graft (CABG) surgery. Seven days from the onset of symptoms, the patient returned to the facility for the scheduled CABG and was hospitalized on the same day. The 90% focal in-stent restenosis of the study stent located in proximal lad was treated with CABG x 3, from the left internal mammary artery (lima) to lad, saphenous vein graft (svg) to first obtuse marginal (om) and svg to second om. Five days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin. In addition, the patient was advised to follow up with the primary care physician (pcp) and cardiologist in 2-4 weeks.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in-stent restenosis was noted in the previously placed ((B)(6) 2013) non bsc stent located in the left main coronary artery (lmca). In addition, the 80-90% ostial stenosis noted in the left circumflex (lcx) was a de-novo lesion and there was no previous stent placement in the lcx.